Event description:
A malfunction on the pump was reported by the caller, with no significant events occurring prior to the malfunction. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl (27.7 mmol/l). A replacement pump was sent by technical support, advising the customer to use a multiple daily injection (mdi) as a backup therapy to maintain insulin delivery. Instructions were provided for returning the malfunctioning pump and using the replacement. The customer acknowledged understanding all directions given by technical support.